Event description:
Per (B) (4) adverse event report, the patient was noted as having a small hematoma. The patient was instructed to stop coumadin and a pressure dressing was applied. The system remains implanted. System: corox otw 85-pb, (B) (4), MDR 1028232-2010-00831. Linox sd 65/16, (B) (4), MDR 1028232-2010-00830. Guidant 4470-52, (B) (4).

Manufacturer narrative:
Hematoma with no surgical procedure.